Manufacturer narrative:
Continuation of d11: product ID: 8781; lot# serial#: (B)(6); implanted: on (B)(6) 2018; product type: catheter; h3; analysis of the catheter (sn: (B)(6) identified a kink in the catheter body. H6; the previously reported conclusion code 67 no longer applies to this event and has been updated to 22. The previously reported method code 4114 no longer applies to this event and has been updated to 10. The previously reported results code 3221 no longer applies to this event and has been updated to 114. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient receiving morphine (15 mg/ml at 1.529 mg/day) via an implanted pump. On (B)(6) 2020 the patient reported that she had a fall about 1 month ago and that her pump infusion did not seem to work as well since. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the fall. No diagnostics were performed prior to surgery on (B)(6) 2020. The physician performed the surgery to address a possible catheter issue. He started by opening the patient's back near the anchor site. He removed the sutures from the anchor and then cut the catheter near the anchor on the pump segment side. There was no csf (cerebrospinal fluid) flow from the spinal segment at that time. Before replacing the spinal segment, he checked to see if there was good flow from the cap (catheter access port) to the catheter tip in the patient¿s back. He used pf (preservative free) saline and flushed the catheter and the fluid moved without issue. He then replaced the spinal segment of the catheter, the anchor, and the collet. After attaching the catheter segments, he was able to pull csf from the cap. The catheter and cap chamber were then primed with the existing medication in the patient¿s pump and the dose was reduced to 0.720 mg/day. The reporter and the physician could not ascertain the reason for the lack of flow in the spinal segment. There were no visual abnormalities. The issue was reported to be resolved, and it was reported that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The company representative was in possession of the portion of catheter that was removed which was planned to be returned to the manufacturer for analysis. The usps shipping tracking number was provided.